Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2025-00391 through 3012447612-2025-00393.

Event description:
It was reported that three cypher dorsal height adjusters with damaged tips were discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided. This is report three of three for this event.